Event description:
Boston scientific received information that at the implant procedure upon introducing the right ventricular (rv) lead into the heart the physician noticed that the lead was stuck in the appendages of the right atrium. Attempting to pull the lead back was not successful. The physician suspected a perforation of the heart tissue. The rv lead was not implanted and the patient was transferred to another hospital to be monitored.

Manufacturer narrative:
Should additional information become available this event will be updated.